Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-feb-2022. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 3.50 x 32mm synergy xd drug eluting stent was advanced but failed to cross the lesion. The procedure was completed only with angioplasty and there were no patient complications reported. The patient condition was good. However, returned device analysis revealed stent damage.